Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The customer was also reported other blood glucose level such as 66 mg/dl. The customer was treated high blood glucose with bolus of insulin pump. The customer was reported that infusion set insertion site was bleeding and bruising. The customer was assisted with troubleshooting for site issue. The insulin pump will not be returned for analysis.